Event description:
During baxter's functional testing it was found that a spectrum pump alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms, caused by loose link screws. The link screws were replaced.